Event description:
It was reported that a review of a stored ventricular tachycardia episode for the patient with this cardiac resynchronization therapy defibrillator (crt-d) was requested as no therapy was given. Technical services (ts) discussed that therapy was not given because rate dropped below rate cut. Ts discussed that there were two atrial pacing beats that covered up actual right ventricular sensing events and then device paced in right ventricular (rv) since rv sensing in blanking. Ectopy present, so hard to say for certain if it impacted episode starting. This crtd remains in service. No adverse patient effects were reported.